Manufacturer narrative:
(B)(4)

Event description:
It was reported that the fatigue patient presented in clinic for normal device check. Upon interrogation, the pulse generator exhibited backup vvi operation. The device could not be restored. On (B)(6) 2016, the device was explanted and replaced. The patient was discharged.